Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent damage occurred. The lesion being treated in the index procedure was a 2.82x16.66mm, 60% stenosed portion located at a medium 1 degree lateral artery with no bifurcation and no particular calcification. The stent damage occurred during the procedure, when the physician was trying to cross the lesion with a taxus liberte' 2.50x8mm drug eluting stent, after the predilation. After the first attempt to cross the lesion with the stent, the physician observed a stitch of the stent was raised and decided not to implant the stent. Another 3.0x8mm stent was implanted with success. There were no reported complications. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.